Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes section d-9: date returned to manufacturer: 04-jan-2023 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint simplicity was received in a plastic bag. Visual inspection under magnification revealed that the lens was stuck in the cartridge and overridden by the plunger rod. The plunger rod was also observed to be plunged through the cartridge just below the neck of the cartridge tip. The complaint simplicity was disassembled and inspected, and no assembly issues were identified. Complaint issue "cartridge tip cracked/damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. The device was not returned for analysis. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported while implanting pre-loaded dfr00v intraocular lens (iol) the tip of the injector split and the lens started coming out the side. No further information is available.